Event description:
It was reported the patient's scs ipg was replaced because the patient stopped charging the device and the battery depleted. Postoperatively, stimulation therapy was restored and the issue was resolved.